Event description:
The hospital reported that two casters, attacked at the base of the endoscopy cart, froze during transport. A hospital nurse was alleged to have injured their back while attempting to push the damaged cart.